Manufacturer narrative:
Battery malfunction confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery would not charge. There was no impact to the customer's blood glucose (bg) level due to this event; however, customer reported an unrelated bg level of 240 (mg/dl) for unknown reasons. Customer delivered a manual injection to address bg level and indicated manual injections would be used for diabetes management.